Event description:
The customer states that discrepant results were generated for pt samples when using the architect bhcg assay. Pt: (miu/ml). Initial result: < 1.20. Repeat result: 3568. The initial results were observed to be low and were repeated, yielding the same results and were reported from the lab. Buffer and a bent probe were replaced on the analyzer, and pt samples repeated generating positive results. Physicians were immediately notified with no adverse impact to pt management reported due to this issue.

Manufacturer narrative:
Investigation summary: the customer reported discrepant results generated for 3 pt samples when tested using the architect bhcg assay. The complaint text indicates that the analyzer performed well during the day without error and controls run during the day were acceptable. When the samples gave the initially low results they were rerun and recovered similarly low values, which were reported. The result for one of the samples was questioned, so the samples were repeated getting different values. The text indicates that although the results were reported there was no impact to pt management as the error was caught quickly and reported to the physicians quickly. Per the text engineering changed the buffer container, checked the probes and drain sensors and the instrument worked. The technical marketing representative (tmr) also visited the site. The tmr inspected the instrument learning that during the night shift the technologist bent the r2 probe but replaced it with the stat probe. The tmr installed a new reagent probe, recalibrated both probes and ran the controls. The tmr also performed an internal decontamination. The tmr also recommended the technologists run controls each shift samples are processed. A review of the complaint history for architect isystem was performed for the time period 2007 through 2008. The instrument was installed at the site in early 2008 and since that time no other complaints of this nature were found. A review of complaints logged against equipment subtype 116 and ln 7k78 was performed for the time period 2007 through 2008. The results of the review identified other complaints, which describe the architect isystem generated discrepant or discordant results for the architect bhcg assay. The review did not find that the complaints identified a deficiency of the product or that the product was performing outside its intended use. The event is addressed in labeling of the architect total b-hcg package insert indicates that adequate labeling is provided related to the customer's observation. Refer to the following sections: quality control procedures interpretation of results limitations of the procedure. For diagnostic purposes, hcg results should always be used in conjunction with other data; e.g., pt's medical history, symptoms, results of other tests, clinical impressions, etc. Ectopic pregnancy cannot be distinguished from normal pregnancy by hcg measurements alone. Ten, 11 the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. If the hcg level is inconsistent with, or unsupported by, clinical evidence, results should be confirmed by an alternate hcg method. This may include the qualitative testing of urine. Twenty five the absence of urinary hcg may suggest a falsely elevated serum result. Results may also be confirmed by performing serial dilutions of the sample. Usually, but not always, samples that contain interfering substances exhibit nonlinear results when diluted. The abbott architect system operations manual indicates the following under section 7, operational precautions and limitations, "limitations of result interpretation" that assay results must be used with other clinical data, for example, symptoms, other test results, pt history, clinical impressions, info available from clinical evaluation, and other diagnostic procedures. All data must be considered for pt care management. If assay results are inconsistent with clinical evidence, add'l testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. The operations manual also includes a probable cause for the customer's issue that the probe tip is bent or damaged under section 10 troubleshooting and diagnostics, observed problems "erratic assay results (I system)". Conclusion: the device involved in the event was evaluated. A review of mechanical and performance tests was performed. Labeling was reviewed. Intermittent failure of the reagent probe was discovered and replaced to resolve the issue. Use error also may have contributed to the issue, as the customer appears to have replaced a reagent probe with a stat probe that may have been on the instrument. No impact to pt management was reported due to this issue. This is the final report. End of report.